Event description:
It was reported that the device had stuck release latch. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex a: a0509. Annex b: b01. Annex c: c16. Annex d: d03. Annex g: g0405206. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of release latch stuck was confirmed. On 10-oct-24, lvp was received unboxed and with paperwork. Metal leaf on the release module latch is damaged and bent causing the latch to be in a stuck position. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the release module latch. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck release latch. There was no patient involvement.